Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with ams product. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystocecle. It was reported that following insertion the patient experienced infection, urinary problems and recurrence. It was reported that the patient underwent ams sparc sling on (B)(6) 2004 along with mesh implant. It was reported that the patient underwent ¿complete excision of vaginal mesh¿ & closure of vesicovaginal fistula on (B)(6) 2006 due to vaginal mesh erosion & vesicovaginal fistula. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.